Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menses"), ovarian cyst ("other injury (ies) or complication (s) please describe: ovarian cysts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with nuvaring and surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menstruation irregular, ovarian cyst, anxiety, depression, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms. She will need to undergo surgical intervention as a result of her essure implants. Her surgical intervention has been scheduled for (B)(6) 2017. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received. Events abnormal bleeding (vaginal), menorrhagia, dyspareunia are added. Historical concomitant drugs conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menses"), ovarian cyst ("ovarian cysts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical intervention has been scheduled for (B)(6) 2017). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menstruation irregular, ovarian cyst, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menstruation irregular, ovarian cyst and pelvic pain to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms. She will need to undergo surgical intervention as a result of her essure implants. Her surgical intervention has been scheduled for (B)(6) 2017 incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.